Event description:
This (B)(6) old gentleman underwent emergency cardiac cath procedure for non-q-wave mi (myocardial infarction). It is unclear at what point the arterial line was inserted. Post cath procedure, when the patient returned from the cardiac cath lab (ccl), his arterial pressure was noted to be with a systolic reading of 70s. The pressure on the intra-aortic balloon pump (iabp) was in the 60s with an augmented systolic blood pressure (sbp) in the 70s. Prior to the patient leaving the cath lab, sbp and heart rate (hr) were noted to be stable. The patient was on vasopressin, levophed and epinephrine drips. After assessing the patient, the manifold device, which was used part of an iabp system, was noted to be leaking and the was a large wet area under the device. Vasopressin was infusing through the system at the time the device malfunction was discovered. The bed linen was soaked. The drips were immediately changed over to the right internal jugular triple lumen catheter (rij tlc) and the pressure stabilized to a sbp in the 120s. The manifold device was changed to a new device with no further incidents. The device is being retained in the risk management office of the facility.